Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0bnme, implanted: (B)(6) 2013, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient's lead broke during an attempted lead removal. The reason for the lead removal was unknown and attempts to retrieve lead fragments were unsuccessful. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.